Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions were observed. Based on the results of the investigation, the peeled coating was attributed to degradation problems and the burnt distal end was caused by thermal problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a burnt distal end and the labeling on the coating of the insertion section was peeled more than 1mm2. There were no reports of patient involvement.